Manufacturer narrative:
Product analysis result: visual inspection of the flex arm did not reveal any damage to the instrument. Functional test did not reveal any non-conformance . The flex are was able to be tightened and loosened without any issues. The instrument appears to tighten and function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microdiscectomy surgical procedure due to degenerative disc disease (ddd). Intra-op, flexible arm could not locked and tighten. There were no complications as the result of this event.